Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022, and a normal ipg replacement occurred on (B)(6) 2025. On (B)(6) 2025, the patient experienced neck discomfort and pulling in their neck. It was noted the lead was palpable under the skin above the right clavicle. Therapy was decreased until further assessment was possible. After therapy was decreased, the patient reported the pulling was improved but still present. A follow-up occurred on (B)(6) 2025. Imaging showed decreased lead slack, including that the strain relief loop tab detached causing a smaller loop, with the excess lead located near the ipg. A revision occurred on (B)(6) 2025. The neck incision was opened, no lead tightness was observed, but a larger strain relief loop was created. The pocket incision was opened, and it was determined that the lead had scar tissue holding it in place. The lead was freed from the scar tissue, and the pocket was revised to move the extra lead length to be more medial. Following the revision, the patient was feeling better. However, as of (B)(6) 2025, the patient continued to experience tightness. A referral to a neurologist was made to rule out a stroke. As of (B)(6) 2025, no appointment with the neurologist was scheduled.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was initially thought to be due to the scar tissue. However, based on the information received, the cause of the recurrence could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6: investigation conclusion code 4316: suggested code "scar tissue" cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2022, and a normal ipg replacement occurred on (B)(6) 2025. On 12-aug-2025, the patient experienced neck discomfort and pulling in their neck. It was noted the lead was palpable under the skin above the right clavicle. Therapy was decreased until further assessment was possible. After therapy was decreased, the patient reported the pulling was improved but still present. A follow-up occurred on (B)(6) 2025. Imaging showed decreased lead slack, including that the strain relief loop tab detached causing a smaller loop, with the excess lead located near the ipg. A revision occurred on (B)(6) 2025. The neck incision was opened, no lead tightness was observed, but a larger strain relief loop was created. The pocket incision was opened, and it was determined that the lead had scar tissue holding it in place. The lead was freed from the scar tissue, and the pocket was revised to move the extra lead length to be more medial. Following the revision, the patient was feeling better. However, as of (B)(6) 2025, the patient continued to experience tightness. A referral to a neurologist was made to rule out a stroke.